Event description:
During surgery the clip applier malfunctioned and the staples came out wrong and sliced the vein. Doctor then used silk ties to repair the vessels since the clips were doing damage. We continue to have issues with this particular clip applier. We had several events happen over the last year in which medsun reports were filed. About six weeks ago we had two more events a couple of days apart where the clip applier failed. Those two events were from the same lot number p3e0696x. These two events have not been previously reported to medsun.